Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit¿s (mpu) patient cable being damaged was not confirmed. The mpu (serial number (B)(6)) was not returned for analysis. No alarms were associated with this event. Provided information stated that the cable was to be exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. B and the heartmate 3 patient handbook rev. B are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 8, entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook section c, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported there was damage to the mobile power unit (mpu) power cable. The power cable would be exchanged. There were no alarms associated with the event.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.